Event description:
A 28mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular repair of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 150mm. It was reported that the iliac arteries were very calcified, tortuous and small. A 22 french sheath was used for the procedure. The right femoral artery transected during the procedure; therefore, the physician performed a right common iliac artery to common femoral artery repair using a 10mm dacron graft. The left femoral artery was also injured during the procedure and a left femoral endarterectomy and patch repair was required. It was reported that the physician was not happy with the flow through the dacron graft; therefore a thrombectomy and patch repair at the entry site was performed. A final angiogram demonstrated no presence of an endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported and the pt is fine.